Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 78 mm diameter ruptured abdominal aortic aneurysm. It was reported that the patient presented emergently with back pain approximately 2 years and 9 months post the index procedure. CT exam showed a ruptured aneurysm and it was noted that the limb that extended into the right common iliac artery had pulled back into the aneurysm. It was reported that the physician resolved the endoleak into the rupture with the implantation of a 16 x 10 x 124 mm stent graft limb into the right external iliac artery. As per the physician, the cause of the event was anatomy related. No additional clinical sequelae were reported and the patient is fine.